Event description:
Advocate called stating his wife's breeze 2 meter had a 100 mg/dl difference when compared to hospital reading. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant.. No adverse events were alleged. Customer was asked to return test strips for evaluation. Meter and strips were replaced.